Event description:
The customer reported that there was a saturation fault error which caused the system to shut down without command. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage cable connectors were cleaned and regreased. The system was tested and found to be working as intended and put back into service.